Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the female connector was observed separated from the main body. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap extended life pd transfer set. This occurred after treatment of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.